Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the device confirmed that the manufacturer medical seal was missing, the liquid crystal display lens was scratched, and the downstream occlusion sensor seal was missing upon receipt. Functional tests, including calibration tests, passed even though the seal was missing. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The returned device passed all functional and calibration tests that were performed during the investigation. Root cause of the reported issue cannot be determined as the returned device passed all functional and calibration tests performed during the investigation. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed, corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required.